Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery (sfa). The 4.0 x 100 sterling balloon catheter was advanced over a non bsc guide wire for pre-dilatation. During the first inflation, the balloon ruptured at 5 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.